Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump(iabp) alarm failed to automatically inflate the device during use, and the department replaced the device and continued treatment without causing any personal injury.